Manufacturer narrative:
Device problem code updated. Evaluation method code updated.

Event description:
It was reported to philips that the monitor froze while monitoring. No patient harm or injury has been reported.